Event description:
The site reported that the tip of a safesheath csg worley introducer broke off during use. It was reported that the tip was in the pulmonary artery. The physician said, it was not retrievable. The user reported the pt is fine.

Manufacturer narrative:
No pt info is available. Recall z-0661-2010 of the affected product has been initiated and was reported to FDA per 21 cfr part 806 on dec 23, 2009.